Event description:
It was reported that during implant procedure, the right ventricular (rv) lead throughout the procedure was repeatedly dislodging. In addition, the rv lead exhibited r-wave sensing variation. The lead was not used and an alternate lead was used to complete the procedure on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and r-wave sensing variation. Final analysis found that as received, a complete lead was returned in one piece with the helix extended clogged with blood/tissue. The full helix extension length and measured and was within specification. The reported event of r-wave sensing variation was not confirmed. Upon electrical testing, no indication of conductor fractures and internal shorts were observed. No anomalies were noted upon the visual and x-ray inspections of the lead.